Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Subsequently, it was surgically abandoned and successfully replaced. Other than the procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds with loss of capture (loc). Subsequently, it was surgically abandoned and successfully replaced. Other than the procedure, no additional adverse patient effects were reported.